Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that has been on the arctic sun device in normothermia for a few days. The target temperature has been set to 37c the entire time. Nurse stated that the target temperature randomly changed itself to 34c and caused the patient to cool. The graph shows the yellow dotted target temperature line dropping from 37c to 34c. Nurse stated that the same nurses have been caring for the patient and in the room and did not manually change the target temperature, so they did not understand how this happened. Nurse did get a message earlier that said normothermia has been on for an extended period. Informed nurse they have never heard of this happening and did not see how the target temperature could change on its own. The target temperature would have to be manually adjusted and saved in ordered to change. Explained they could download the case data once therapy was completed and send it for review. If they have an additional machine and would rather swap devices then they could go ahead and download this case data as well, informed nurse this would be up to them.

Manufacturer narrative:
The reported issue was inconclusive. The root cause could not be identified. The graph shows the yellow dotted target temperature line dropping from 37c to 34c. Nurse stated that the same nurses have been caring for the patient and in the room and did not manually change the target temperature, so they did not understand how this happened. Nurse did get a message earlier that said normothermia has been on for an extended period. Informed nurse they have never heard of this happening and did not see how the target temperature could change on its own. The target temperature would have to be manually adjusted and saved in ordered to change. Explained they could download the case data once therapy was completed and send it for review. If they have an additional machine and would rather swap devices then they could go ahead and download this case data as well, informed nurse this would be up to them. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that has been on the arctic sun device in normothermia for a few days. The target temperature has been set to 37c the entire time. Nurse stated that the target temperature randomly changed itself to 34c and caused the patient to cool. The graph shows the yellow dotted target temperature line dropping from 37c to 34c. Nurse stated that the same nurses have been caring for the patient and in the room and did not manually change the target temperature, so they did not understand how this happened. Nurse did get a message earlier that said normothermia has been on for an extended period. Informed nurse they have never heard of this happening and did not see how the target temperature could change on its own. The target temperature would have to be manually adjusted and saved in ordered to change. Explained they could download the case data once therapy was completed and send it for review. If they have an additional machine and would rather swap devices then they could go ahead and download this case data as well, informed nurse this would be up to them.